Manufacturer narrative:
(B)(4).

Event description:
Litigation papers allege: intense pain up and down his leg, temporary dislocation of his right hip and problems standing and sitting. **update** (B)(4) 2012 - litigation papers received. **update** (B)(4) 2012 - patient fact sheet received which provided part and lot numbers. Unknown hip (-1) was changed to metal insert with part and lot numbers. Femoral head with part and lot numbers was added to complaint (-2).

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf has no new allegation and no revision reported. Patient identifier, state address was updated and added associated contact. Doi: (B)(6) 2006-; dor: none reported; (right hip).

Event description:
Update ad (B)(4) 2018: wpc (B)(4)has been re-opened under pc-(B)(4) due to the receipt of ppf and sticker sheet. Ppf has no new allegation and no new revision reported. Patient identifier, state address was updated and added associated contact. Doi: (B)(4)/2006 dor: none reported (right hip)

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.